Event description:
Related manufacturer reference number: 2017865-2022-44379. It was reported the patient presented to the emergency room due to diaphragmatic stimulation. X-ray confirmed the atrial and right ventricular lead had dislodged. The atrial and right ventricular lead were successfully repositioned on (B)(6) 2022. The patient was recovering after the surgery.

Manufacturer narrative:
The reported events of dislodgement due to twiddlers syndrome, diaphragmatic stimulation, failure to capture, and failure to sense were not confirmed. A complete lead was returned in one piece for analysis. X-ray, electrical, and visual inspection did not find any anomalies except for the helix being stretched consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-02811 new information noted the patient came in for follow-up. Interrogation revealed the atrial and right ventricular leads exhibited a failure to sense and failure to capture. X-ray showed implantable cardioverter defibrillator (ICD) had migrated minimally and the atrial and right ventricular leads dislodged due to twiddlers syndrome a second time. The atrial and right ventricular leads were explanted and replaced. When attempting to connect the new leads, the set screw would not tighten and the pacing impedance was high. The ICD was explanted and replaced. The patient was in stable condition.